Event description:
Patient reported that 3 years ago, patient had had cataract surgery where surgeon had placed an intraocular lens (iol) in left eye. Patient stated she was not happy from the start and informed the surgeon. Patient stated night vision is greatly impaired due to seeing starburst and causing her concern. Patient stated that she is seeking a secondary surgery to have the lens removed. No further information has been provided. Companion lens with be submitted in a separate MDR.

Manufacturer narrative:
Incident date: 2011. Actual or best estimate date of first onset of adverse event was not provided. If explanted, give date: not applicable (na), lens remains implanted at this time. (B)(4). All pertinent information available to the manufacturer has been provided. Placeholder.